Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered an inappropriate shock. The patient condition was unknown. No additional information was reported.